Event description:
It was reported that the ventilator had a check vent blower temp to high error code. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 07-oct-2019. Date of report: 08-oct-2019 the customer troubleshot with technical support. The customer stated that the issue was resolved after replacing the air inlet and fan filter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019.

Event description:
It was reported that the ventilator had a check vent blower temp to high error code. There was no patient involvement.